Event description:
It was reported that the fiber made a cracking sound and stopped working during the procedure. The fiber was noticed to be broken where the plastic meets the connector. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber made a cracking sound and stopped working during the procedure. The fiber was noticed to be broken where the plastic meets the connector. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis did not identify any break or separation on the fiber body. The reported allegation could not be confirmed. Analysis did identify burn marks on the connector face. The aiming beam was also weak. The IFU states: careful handling of the fiber during setup is important to prevent fiber damage. Fiber damage may impact fiber performance. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber break.

Event description:
It was reported that the fiber made a cracking sound and stopped working during the procedure. The fiber was noticed to be broken where the plastic meets the connector. The procedure was completed with another device. There were no patient complications.